Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not launch the application after multiple reboots attempts due to a database error. A technical support specialist (tss) dialed in to the device after the med-app failed to launch and an error appeared on the screen. The system was accessed using the cfnadmin account, and ssms was launched, where the database was found in a recovery pending state and suspected to be corrupted. The technician then logged in as cfnadmin, opened services.msc, and stopped the structured query language (sql) server service. A temporary folder was created, and all sql files were moved into it. After restarting the sql server service and launching ssms as system via bomgar, the database status changed from suspect to recovery pending. This allowed the database to be deleted and a new one to be placed as per proper database synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis did not launch the application after multiple reboots. An error message was displayed stating; an unexpected data error occurred. Cannot open database dsclientoltp requested by the login. The login failed. There were no adverse events or injuries reported based on this event.